Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 the following findings: during investigation, it was noted that the pump was returned with a damage battery compartment. Crack at left side of grip and a piece of the compartment threads are missing. Due to compartment damage, the battery cap was unable to secure in order to power on the pump. Due to the inability to power some testing could not be complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reported contacted animas alleging an intermittent power issue with damage. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.